Manufacturer narrative:
Insulin pump received with a frozen display on the medtronic logo due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to frozen display. Insulin pump received with missing display window cover, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump totally taped together. The customer came to the clinic with high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
Information received by medtronic indicated the customer came to the clinic with high blood glucose. Customer's partner did not call the emergency service for two days because the customer is afraid of hospitals. The pump fell on the floor twice before the incident and was damaged. Customer then glued and taped the pump together. The customer was not sure whether she has even worn the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. On (B)(6), 2020 the customer alleged was hospitalized for high blood glucoses. Device received with a frozen display on the medtronic logo due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to frozen display. Device was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Swapped out pcba 1 with a working test pcba 1 and alerted critical pump error (open book image) alarm. Downloaded history files and traces successfully using crest and thus with working test pcba 1. Unable to upload to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor. Force sensor zero offset within specification. P-cap locks properly into the reservoir compartment. Device received with missing display window cover, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay and cracked battery tube threads. Unable to verify customer alleged for high blood glucoses. Frozen screen due to moisture damage on pcba 1. Critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to download history files or traces due to frozen display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.